Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported "a small hole" was observed in a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The reporter stated the hole is not at the seams, ports, or areas of spiking. The leaks were discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.